Event description:
It was reported that the user requested to return the ilet due to recurrent hypoglycemia and that post-meal lows occurred when meal announcements were not performed per protocol; the user was counseled on correct meal announcement practices and oral glucose was used to treat lows. Symptoms included hypoglycemia. Outcomes included temporary disruption of normal activities and the need for user self-treatment with oral glucose.

Manufacturer narrative:
Investigation included review of device data reports and user interview regarding meal announcement protocols. Investigation of this case revealed user technique issues related to incorrect meal size announcements after meals leading to excess insulin delivery relative to carbohydrate intake. It was concluded that the device functioned as designed and the event was attributable to user handling and meal announcement protocol misuse.